Event description:
77 y/o admitted for removal of hardware/implant that had been inserted 5/98 for a fracture of her left ankle. Surgeon believes there was failure of the hardware. No evidence of sepsis noted.